Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that his son was hospitalized with blood glucose levels of 50 mg/dl. Father stated that he was suffering from a stomach virus and was unable to get his blood glucose levels up. Father also stated that the customer had large ketones. Customer was vomiting and feeling ill prior to the hospitalization. Customer also reported an issue with a significant difference between the sensor glucose values and the blood glucose values. Customer's current blood glucose reading is 159 mg/dl. No further information reported.